Event description:
A report was rec'd that this microsurgical unit exhibited higher aspiration than selected, resulting in some damage to capsules. The number of capsules damaged was not reported. There was no report of additional pt injury.